Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On 17-may-2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a physician and describes the occurrence of nickel sensitivity ('allergy to nickel') and device breakage ('cornual remains in right side') in a 44-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abundant menstrual bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and allergy to metals ("allergy to chrome, pewter, copper and iron"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy in 2018 and total simple hysterectomy via laparoscopy in 2019). Essure was removed in 2019. At the time of the report, the nickel sensitivity, device breakage, menorrhagia, abdominal pain, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, nickel sensitivity and allergy to metals to be related to essure. The reporter commented: in 2018 the patient underwent a bilateral salpingectomy via laparoscopy. The radiology was normal. In 2019, a computerized axial tomography was performed which resulted in cornual remains in right side, on the same date, the patient underwent a total simple hysterectomy via laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2019: cornual remains in right side. X-ray - in 2018: normal. Quality-safety evaluation of ptc: unable to confirm coomplaint most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergy to nickel') and device breakage ('cornual remains in right side') in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abundant menstrual bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and hypersensitivity ("allergy to chrome, pewter, copper and iron"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy in 2018 and total simple hysterectomy via laparoscopy in 2019). Essure was removed in 2019. At the time of the report, the allergy to metals, device breakage, menorrhagia, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, hypersensitivity and menorrhagia to be related to essure. The reporter commented: in 2018 the patient underwent a bilateral salpingectomy via laparoscopy. The radiology was normal. In 2019, a computerized axial tomography was performed which resulted in cornual remains in right side, on the same date, the patient underwent a total simple hysterectomy via laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2019: cornual remains in right side. X-ray - in 2018: normal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.